Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia requiring repositioning of the pump. Additionally, the patient also had a pulmonary thrombus. It is unknown if the thrombus was impella related. Furthermore, the purge cassette had a leak. The cassette was replaced and no further issues were reported. Impella support continues.

Manufacturer narrative:
The product was not returned for investigation. A data log was not provided or retrieved from remote server. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The root cause of the thrombus was unable to be determined due to insufficient clinical details. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30407. B5 on the initial report should not have included purge cassette leak as this not reportable 1220648-2025-30407. B5 the patient outcome of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30407. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-30407. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30407. H6 medical device problem code was erroneously entered on the initial manufacturer device report number 1220648-2025-30407.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.